Event description:
Information received indicates after the food is gone, the pump continues to run. Infant female just back from nicu (B)(6) was on 24 hour feed using inf500 and neocate. Rate 16ml/hr dose 64ml. Usually feeding is on 24 hour cycle replacing set with one that has had a 4 regiment with hang time duration. Customer stated no patient impact as mother is watching infant closely and was able to catch the error.

Manufacturer narrative:
Pump was not returned.